Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was grey which blocked graphics and text. There was no impact to the customer¿s blood glucose. Reportedly the customer had an alternate pump for insulin therapy.